Manufacturer narrative:
(B)(4). D10: 110031011, vivacit-e dm bearing 28x42mm, lot 67087540, 110024463, g7 dual mobility liner 42mm e, lot 67097635. G2: foreign - event occurred in australia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery approximately four months and one week post implantation due to femoral head fracture. Patient stated he did not fall though had a misstep which was jarring where he caught his body weight on the side where the damaged component. Then, the patient heard a pop and fell to the ground at the time the implant broke. Due diligence is in progress for this complaint; to date no additional information or product has been received.